Manufacturer narrative:
The following sections were updated/added/corrected: h5 and h6 (type of investigation, investigation findings and investigations conclusions) h11: additional manufacturer narrative: in this case, the site was not willing to provide any further information on this event. Therefore, the device was not returned for evaluation, no details regarding what issue warranted the intervention or what comorbidities the patient had were provided. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via implant patient registry (ipr) that a valve model 3300tfx27mm implanted in aortic position was explanted from an 80-year-old patient after an implant duration of four (4) years and one (1) month for unknown reason. A 23 mm surgical valve was implanted in replacement.